Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box (bb) shows dates from (B)(4) 2015 - (B)(4) 2015. The bb data from date of complaint has been overwritten. Current bb shows no evidence of short battery life. The pump powers with the returned battery cap to a dim discolored display. Battery cap is able to fully tighten. No battery compartment cracks observed. No evidence of moisture contamination inside battery compartment. The current draw values within spec. Idle-60ma, sleep- 00ma, load-150ma. Removed pump case. No evidence of moisture or loose components inside pump. A "battery life" issue was not duplicated during investigation.